Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis pending.

Event description:
Upon device interrogation, a message was displayed indicating nominal parameters have been applied.